Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that they were not on site, but the doctor called the csr after the fact to report that the site had an error, and they converted the case to laparoscopic surgery. The tse viewed the system logs and recommended replacement of universal surgical manipulator (usm) 1. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) also replaced a spider fiber cable to resolve the errors in the logs. The fiber cable involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The universal surgical manipulator (usm) was analyzed and in logs, error 1126 was confirmed. Upon visual inspection the rolling loop was found to be wavy. The unit was installed onto a golden system and failed normal mode triggering 1126. The unit was then installed onto a patient side cart fixture test platform (pftp) where the unit failed the fiber test pointing to the clock spring, parallelogram, and rolling loop fibers assembly. Once tested was completed, the clock spring, parallelogram, and rolling loop fibers was tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site¿s system logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) quality engineer. Investigation revealed the following possible related system errors: 1126 indicating the hirose fiber receive power has fallen below the low warning limit. Symptom is occurring on the up stream to acs board in arm1 usm. A device history record (DHR) review for the system(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The clock spring, parallelogram, and rolling loop fibers assembly were found to be the root cause of the of the reported event.

Event description:
Refer to h11 for follow-up information.